Manufacturer narrative:
The lead is expected to be returned for testing. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that patient this pacemaker dependent patient presented with dizziness and complaints of syncope. The patient has complete heart block with no underlying rhythm. A device upgrade procedure was performed at which time there was cross talk on the right ventricular (rv) channel which was oversensed resulting in some pacing inhibition following atrial paced events. The blanking period was extended and the mode was reprogrammed to vdd configuration as the patient does not require atrial pacing. Additionally, the rv sensing was reprogrammed to prevent further oversensing. A revision procedure was subsequently performed and the rv lead was removed from service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
.